Event description:
The device was used during a laparoscopic salpingo-oophorectomy. Reportedly, bleeding occurred and the surgeon performed a re-operation and applied another device to control the bleeding. The hosp has reported the pt's condition is satisfactory.